Manufacturer narrative:
Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the tele devices on the cns (central monitoring system) are showing signal loss for periods of 1-20 seconds intermittently on different sectors.

Manufacturer narrative:
The customer reported that the tele devices on the cns (central monitoring system) are showing signal loss for periods of 1-20 seconds intermittently on different sectors. The device was never sent in for evaluation. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.